Manufacturer narrative:
UDI= (B)(4). Additional suspect medical device components involved in the event: model number: sc-2218-50, serial number: (B)(4), description: linear st lead, 50cm. Model number: sc-1140, serial number: (B)(4), description: scs precision novi ipg, sterile. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had lead site infection. Symptoms were redness, swelling and drainage. Antibiotics were prescribed. The patient underwent an explant procedure. No device malfunction was suspected and infection was not procedure related. The patient was doing well post operatively.